Event description:
Info received indicates a pt had to be transferred to the theatre from the birthing room. The nursing staff selected the neutral position to start to wheel the bed out. As the bed was about to move, the left foot wheel suddenly locked causing the nurse to suddenly stop. The nurse suffered whip lash.

Manufacturer narrative:
The field engineer investigated and determined there was no damage to the caster, but the caster could not be adjusted to get the brake into the neutral position. The caster needed replacing. The bed is maintained by a third party service company as part of a contract with the hospital. Upon inspection, there was no service sticker available to see when the bed was last serviced.